Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform prime, compromised forced sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error .customer was able to clear alarm and rewind. Customer stated that drive support cap appears normal-slightly indented. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.